Event description:
N/a.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed from the evaluation. The unit was received without the 6in transitional member, the base handle was closed without 6in transitional installed and deformed hole. Threads on the adjustment wrench, shock cushion and 1/4 pin are worn. Unit needs repair and replacement of worn parts. General maintenance and cleaning required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the gold locking handle on the mayfield ultra base unit (a2101) sprung and feels spongy upon attempting to lock it down. They were not able to engage the locking mechanism of the unit. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.